Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, resulting in the patient receiving an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The lead remains in use. No further patient complications have been reported as a result of this event.